Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a crack and damaged reservoir barrel. The customer stated that reservoir leak occurred during the reservoir fill and later discarded. Customer stated reservoir leak was at snap cap, septum and past second o ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.